Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the eval, it was noted the attachment exhibited excessive noise and vibration. The attachment was disassembled and visually examined. During the visual examination, it was noted that the assembly was corroded. Signs of corrosion potentially stems from improper cleaning and/or sterilization practices. The attachment was returned to the customer unrepaired.

Event description:
It was reported by the customer that at the start of a maxillary mandibular osteotomy procedure the attachment began to heat up and caused a burn on the pt's lower lip. The attachment and drill were exchanged for drill and attachment to complete the procedure. The customer reported the burn to be approx 1/2 cm in diameter; the burn was estimated to be a 2nd degree burn. No treatment was given to the pt.